Event description:
When the ICD was interrogated during a routine follow-up on june 13, the programmer displayed a warning message indicating that the ICD had reset. The values on the interrogation printouts supported the reset warning. The ICD was subsequently explanted on june 27, 1997.

Manufacturer narrative:
Summary evaluation: upon inspection of the device, no anomalies were found. The device was tested using ventritex automated test system #20 electrical life test. Device testing verified proper bardycardia pacing, anti-tachycardia pacing, and sensing functions. Accurate high voltage charging and defibrillation output was confirmed, as well as appropriate elecrogram storage. Various general parameters including the battery voltage and telemetry responses of the device were also tested and functioned appropriately. In conclusion. Co's analysis found normal device characteristics. The problem experienced in the field could not be replicated during co's evaluation.